Manufacturer narrative:
Device received with no button response due to flattened dome switch on esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were not responding when first press, they had to push real hard for the buttons to respond, sticking down. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.